Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection possibly occurred with the enroute 0.014'' guidewire. The procedure was converted to carotid endarterectomy (cea). No further complications were reported.